Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The distributor reported that, during preoperative testing, the unit did not switch to battery backup during loss of ac power. There was no report of patient involvement.